Event description:
A pharmacist reported that a knife did not cut during surgery. The knife was exchanged and the procedure was then completed. Pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
No sample has been received for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).